Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the investigation results, communication with the scope failed because the cable maj-1933 used in combination with foreign matter such as dust or chemical residue adhered to the electrical contacts of the video connector causing intermittent loss of image. The instruction manual has the following description for troubleshooting when an error occurs. This may have prevented the event. "Code: b30 error message: contact olympus scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residues, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report of b30 no image error was not confirmed. The unit was tested with an olympus clv-190 light source, ltf-s190-5, ltf type vh, and gif-q180. The unit was also tested with olympus test scopes gif-h190 and cf-hq190l. The video image was functioning normally and the video connector was in normal condition. The unit passed all functional test. The unit was equipped with a new type switch. A software upgrade was recommended. A possible cause of b30 error is excessive dust/debris buildup in the video connector. Customer was advised to keep their video processor clean. Several request for additional information were sent to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for a procedure, the evis exera iii video system center displayed a b30 no image error code. There was no patient/user injury or harm reported to olympus.